Event description:
It was reported that the patient¿s son observed wetness and leaking at the pump during a supply change, identified a leaking insulin cartridge, and resumed insulin after an agent guided them through the correct process; the family had been attaching the cartridge to the connector outside the pump before insertion, and was advised to insert the cartridge into the pump first before attaching and locking, with relevant components including the cartridge and cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an incorrectly attached infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.